Event description:
It was reported that the set screw of the right atrial (ra) port could not be unscrewed from the header of the device. The device was replaced to resolve the event. The ra lead was capped and the ra port was plugged due to patient condition. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from entering and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed in the lab, a wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally, and the stuck lead removed. The blood came through holes punched through the septum by the torque wrench at time of implant.